Manufacturer narrative:
A visual examination revealed that 4.5 cm of the pebax tip is detached/ missing from the tip leaving the distal core wire exposed. The exposed wire had traces of adhesive indicating that the pebax tip was properly adhered to the corewire. The remaining pebax tip material is skived indicating that the tip came in contact with a sharp edge/device. The condition of the returned incident device was consistent with the complaint that the distal coating became separated. The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications prior to shipping. The most probable root cause is caused by other device. The instructions for use under precautions and warnings state: dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised. Do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stent placement procedure (event date is unknown). According to the complainant, a reprocessed contour ercp cannula was advancing with the wire when the hydrophilic tip of the jagwire detached. No portion of the device fell into the patient. The procedure was aborted; no other guidewire was available to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stent placement procedure (event date is unknown). According to the complainant, a reprocessed contour ercp cannula was advancing with the wire when the hydrophilic tip of the jagwire detached. No portion of the device fell into the patient. The procedure was aborted; no other guidewire was available to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)